Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor had fractured. It was also noted that all conductors had blood/body fluid (not obstructed), all insulators were breached (clavicle-rib crush), the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.

Event description:
It was reported that there was noise on the right atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.